Event description:
Complainant alleged that while attempting to defibrillate a pt, after approx 20 minutes and 5 or 6 shocks, the clinicians removed the CPR feedback portion (puck) of the pads and a large amount of adipose tissue came with it. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.